Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from denmark alleged discrepant results when testing 3 samples from the same patient. 2 of the 3 samples were tested using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system and generated a positive result for sars-cov-2 (negative results for flu a and b). The third sample from the same patient, collected on the same day, was tested on a different platform (unknown) and generated negative results. The samples were collected with either utm or eswab¿ kits. While the collection kits are not suspected to have contributed to the discrepant results, it should be noted that eswab¿ collection kits are not recommended. These kits only contain 1 ml of media, and this may increase the risk of invalid results, due to concentration of potential interferences in customer samples. It is recommended to use 3 ml collection kits. The liat results were reported. The negative results from the other platform were also reported. No harm is alleged.

Manufacturer narrative:
An investigation was performed and identified that consistent results were generated on the liat®. Both runs have weak target amplification and late cts. Internal control amplification is robust. The samples are consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Results for samples with low viral titers can be expected to waiver between positive and negative. Additionally, different assays use different algorithms and may also target different regions of the viral dna or have different sensitivities. As such, results with one assay may not be reproducible with a different assay. Different collections also introduce a potential contributing factor due to sample variability. (B)(6). (B)(4).